Event description:
It was reported that during a device replacement procedure for therapy optimization purposes, the right ventricular (rv) lead exhibited high and low, out-of-range shock lead impedance measurements, changing between zero and 200 ohms. Noise was also noted. Technical services (ts) was contacted, and ts made troubleshooting recommendations. After unplugging the ablation equipment, the noise disappeared and the shock impedance was back in range. Ts noted the noise appeared to be electromagnetic interference (emi). The physician elected to use a different device of the same model. The leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a device replacement procedure for therapy optimization purposes, the right ventricular (rv) lead exhibited high and low, out-of-range shock lead impedance measurements, changing between zero and 200 ohms. Noise was also noted. Technical services (ts) was contacted, and ts made troubleshooting recommendations. After unplugging the ablation equipment, the noise disappeared and the shock impedance was back in range. Ts noted the noise appeared to be electromagnetic interference (emi). The physician elected to use a different device of the same model. The leads remain in service. No adverse patient effects were reported.